Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting. Additional malfunction is the power switch has a broken button/no alarm.